Event description:
The customer reported motor error alarms after exposing the insulin pump to an MRI. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a motor error alarm during the rewind due to an out of phase encoder signal. Unable to perform the displacement test due to the motor error alarms.